Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals unraveled while loading the seals into the delivery tube. The fifth seal didn't deploy out of the delivery tube. The hospital did not provide any additional information. No patient complications were reported.